Event description:
Reportable based on device analysis completed on 10sep2024. It was reported that balloon leak occurred. The target lesion was located in the radial artery. A 6.0 x 120, 75cm mustang balloon catheter was advanced for dilatation. During indeflation, contrast leaking was confirmed. The procedure was completed with another of the same device. No complications were reported, and the patient was fine post procedure. However, device analysis revealed a longitudinal tear.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 9mm in length and extended from a position 1mm distal of the proximal markerband to 10mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified with the device and no patient complications were reported.